Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer in regard to a patient receiving metamorphine via an implantable infusion pump. The indication for use (IFU) was listed as non-malignant pain. It was reported that the patient had blood in their brain for 6 months and was getting headaches every day. The pump was implanted to deal with the headaches, but it did not help. The patient wanted the pump removed so they can manage the pain orally with direction of a physician. It was noted that with how the patient's brain is, it's more dangerous to have the pump in than managing orally. The patient had a pump refill and they increased the medication because the patient hadn't been feeling anything. The patient was delirious and hallucinating. At 2 am the morning after the refill, the patient fell down the stairs and almost killed him. The patient fell on their arm, but did not hit his head. The patient was also given the medication orally and was overdosing. The patient didn't need medication when they drilled their head because the patient was so drugged. The patient had no therapeutic effect since implant. The patient fell on (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.